Event description:
It was reported that this pacemaker exhibited suspected right ventricular (rv) loss of capture (loc). Technical services (ts) was consulted, discussed atrial tachy response (atr) episode and pacemaker mediated tachycardia (pmt) episode and noted possible loc on presenting electrogram (egm). Ts recommended further review by cardiology. Subsequently the patient with this pacemaker experienced infection. This pacemaker was explanted and replaced with a non bsc product. No additional adverse patient effects were reported.